Event description:
It was reported that a user on the ilet bionic pancreas noted a blood glucose of 192 mg/dl after a supply change and asked if breakfast could be consumed; the user was advised to proceed with the meal and to announce it, and the user acknowledged understanding. Symptoms included hyperglycemia. Outcomes included user education and troubleshooting with no alerts or alarms and no medical intervention or hospitalization. Investigation included a review of device use and user interaction with meal announcement guidance. Investigation of this case revealed no device malfunction, no alarm activity, and appropriate system function with emphasis on proper meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.